Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as constipation. The same day as onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with reflin (1 gm injected in the ¿night bag¿) and fortum (1 gm injected in the ¿night bag¿) for peritonitis. At the time of this report, the patient remained hospitalized, antibiotic treatment was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.